Event description:
A delivery technician for oxygen one was transfilling a lib 45 top fill unit on the curb side at the location of the patient. The fill process was underway when the quick disconnect valve broke off of the lib 45 unit. As a result, liquid oxygen was coming out of the unit and to prevent anyone from being injured, the technician tipped the unit on its side. In the process of tipping it on the side, the technician received burns on his legs.

Manufacturer narrative:
The unit has been returned and is being evaluated.